Manufacturer narrative:
The calibration and qc were not acceptable. "Std.e" errors, "abnormal sucking", and cell blank errors were observed. The field service representative also replaced the measuring cells. The investigation determined that the service actions resolved the issue. However, a specific cause of the event could not be determined.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 85.7 mg/l, and the repeated result was 35.4 mg/l. The repeated result was obtained on another module.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed checks, cleaned the water container, adjusted the gear pump pressure, cleaned the sample and reagent probes, aligned the probes, replaced the nacl, performed calibration and qc, and performed tests with acceptable results. He also replaced the sample probe, reagent probe, and cuvette. The investigation is ongoing.